Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sept 2014.

Event description:
It was reported that when the patient presented in clinic for a follow up noise was observed. Programming changes were made to avoid future noise reversion episodes. Patient was asymptomatic.